Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch fasttake meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach him by telephone. The mas mailed a letter requesting the pt contact medical affairs. On an unspecified date, the pt states he experienced symptoms of "diabetic shock or coma," and when he tried to test his blood glucose level the reported meter would not power on. Following the attempt to use the meter, the pt exercised and took his oral medication. At an unspecified time later, the pt contacted emergency services, and the paramedics treated the pt with orange juice. After the orange juice was given, the paramedics obtained a blood glucose reading of 86 mg/dl. The pt last successfully used the reported meter in 2006 at 9:00 pm, result unk. It would have been helpful to determine what happened the day of the event leading up to the symptoms, if the paramedics tested hig blood glucose level before giving the juice and what that result was, if he received any other treatment, if the pt was hospitalized, his medication regimen, and if he had eaten his normal meals and taken his medication prior to the event. The customer care advocate (cca) determined during the troubleshooing telephone call the pt was using the correct test strips and battery had been installed correctly. The cca also determined the battery had not been replaced for more than one year. According to the owner's booklet for the meter, the expected battery life is about one year or 1000 tests. The meter, test strips and control solution were replaced. This incident is being reported, because at the time the pt was unable to test his blood glucose level with the reported meter. He later became hypoglycemic requiring medical attention after exercising and use of diabetic medications.